Manufacturer narrative:
The suspect interface (umbilical) cable was received by the manufacturer for evaluation. Testing found that the continuity test failed due to an open between two connections on the cable. Indicating an electrical based failure mode.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system and viewing station of the imaging system experiences a connection error. When starting the system, the pendant displayed "connected not ready." When adjusting the interface (umbilical) cable, connection would intermittently return. No additional information was provided. There was no patient present when this issue was identified.